Event description:
It was reported that the user experienced high blood glucose with a high level of 400 mg/dl on the ilet approximately 90 minutes after a meal while within the initial learning phase of therapy, with an alert from the device. Symptoms included none reported. Outcomes included elevated glucose without medical intervention or hospitalization. Investigation included customer support troubleshooting and education, review of infusion set status, and guidance to change supplies. Investigation of this case revealed that the event was consistent with hyperglycemia during early algorithm learning and potentially improved after supply replacement. It was concluded that the device functioned as designed during the learning period and that user education and supply change were appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.